Event description:
The sales representative pulled this device from the customer shelf to return for evaluation. This specific returned device was not in contact with a patient. The customer has reported numerous occasions of stylet sticking when pulling from the catheter. This causes the catheter to possibly move. It is unknown if a potential injury can be suspected by the movement of the catheter from the ventricle. The movement of the catheter may result in creating a new path of introduction of the catheter into the ventricle of the brain. No additional treatment has been rendered as a result of this incident and a need to use a second catheter has not been reported.